Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture¿. Later healthcare professional reported "possible implant rupture" and "breast pain" via ultrasound. This record is for the left side. Device remains implanted.

Event description:
Patient reported "rupture¿. Later healthcare professional reported "possible implant rupture" and "breast pain" via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another records for units manufactured on lot number 1727651 - 587971: capsular contracture. Device returned to device analysis. The search criteria of these queries are mentioned on qpp07-01- 004-her1-g02 wording guidelines for complaint investigation closure revision 6.0 the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Device evaluation: the device related to the reported events of rupture and pain was received on july 15, 2025 with lot number 1727651. Based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "rupture¿. Later healthcare professional reported "possible implant rupture" and "breast pain" via ultrasound. Later healthcare professional confirmed the rupture. This record is for the left side. Device was explanted.

Event description:
Device was explanted.